Manufacturer narrative:
The devices were not returned for analysis, and no photos or supporting documentation were provided for review. Additionally, no item or lot details, patient information, event dates, or other relevant details surrounding the incidents were made available. Due to the lack of information received, including product information, preoperative preparation, product handling and storage, surgical technique, or post-operative events, it is not possible to determine a definitive root cause at this time. Review of labeling: precautions: infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances, wound dehiscence, are typical and foreseeable risks associated with any suture and hence are also potential complications associated with quill. Adverse reactions: adverse effects associated with the use of this device may include wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished, or debilitated patients or in patients suffering from conditions which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation when skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculiformation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection as the wound site. Broken needles may result in extended or additional surgeries or residual foreign bodies. Inadvertent needle sticks with contaminated surgical needles may result in the transmission of bloodborne pathogens. Due to prolonged suture absorption, some irritation and bleeding may occur.

Event description:
On september 10, 2024, a report was received detailing adverse effects associated with the use of quill sutures. It was noted that approximately 20 patients experienced post-operative complications, including the presence of crumbled suture fragments in their wounds. The wounds also separated, became inflamed, failed to heal properly, and required further medical intervention. Additional information has been requested; however, no other information has been made available.